Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the shunt segment. A 10.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: +011(081)442236230. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 20mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the shunt segment. A 10.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.